Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used on the face. Within two days the patient developed a possible allergic reaction with significant facial edema. No additional information available at this time.

Manufacturer narrative:
(B)(4) - inflammation occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-03432. The same patient is represented in each medwatch.